Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
A peritoneal dialysis patient reported having peritonitis. A follow up call was made to the patient's nurse who reported that the patient was diagnosed with peritonitis in (B)(6) 2016. Medical records were received from the clinic which showed that the patient called the clinic with complaints of ¿not feeling well for 3-4 days¿ with a fever on and off, abdominal pain and bloating. The patient reported having issues with constipation. The patient presented to the clinic with a temperature of 97.8 however the effluent was slightly cloudy with abdominal pain at a 3 or 4 on a pain scale of 0-10. A culture of the effluent was obtained and the patient was treated with the antibiotics vancomycin 1 gram and azactam 1 gram via the intraperitoneal route with a dwell time of six hours. The effluent culture result was positive for the organism staphylococcus epidermis and the azactam was discontinued however the vancomycin was continued. Approximately 10 days following the onset of the symptoms of peritonitis the patient reported no abdominal discomfort with clear effluent and remained afebrile. The peritonitis was considered treated and cleared.